Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints reported from this lot. Based on the information reviewed, a cause for the reported single leaflet device attachment (slda) could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the clip detaching from one leaflet. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. One mitraclip was successfully implanted on a2/p2. A second clip delivery system (cds) was advanced and placed on the valve. Post deployment the second clip detached from the anterior leaflet (single leaflet device attachment (slda)). There was no increase in mr and the clip remained stable on the leaflets. The procedure was complete with a final mr grade of 2. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.